Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. During visual analysis a radial tear at the distal tip was observed. There was slight curvature on the sheath from use and the sheath shaft liner expanded as designed. The radial score lines were present. Due to the nature of the complaint, no functional testing or dimensional analysis was able to be performed. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Lot history review revealed one other similar complaint. A review of complaint history from(B)(6)2019 to(B)(6)2020 revealed additional similar complaints. The complaint occurrence rate did not exceed the (B)(6)2020 control limit for the trend categories. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the device preparation manual, sheath introducer set preparation: unpack edwards esheath introducer set and visually inspect for damage. Note: take care not to bend, pinch, or flatten when unpacking and handling. Do not use if packaging or any components are not sterile, have been opened or are damaged (i.e. Kinked or stretched). Wet entire length of sheath and dilator(s) with heparinized saline. Gently flush sheath through flushport with heparinized saline until filled and close stopcock to sheath. Note: keep distal tip of sheath elevated while flushing to ensure complete flushing. Just prior to handing over to operating physician, advance a dilator fully into sheath housing using short movements until it stops. Note: keep distal tip of sheath elevated while advancing dilator. Ensure length of sheath and dilator(s) are wet. Note: check tip to ensure sheath has not prematurely opened. Per the procedural training manual, delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. Retract loader and peel away if more working length is needed. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath distal tip ¿ torn¿ were confirmed. No manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the IFU/training manual ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the report, the patient access vessels mld (4.2mm) were smaller than 5.5mm. Additionally, there was mild calcification and tortuosity in the access vessels and existing stenosis in the iliac artery. An undersized and tortuous access vessel, in addition to vessel stenosis, can create a challenging pathway resulting in high resistance during delivery system insertion through the sheath. Calcification present in the vessel can prevent the sheath from fully expanding to allow for the advancement of the delivery system and crimped valve through the sheath. Although a definite root cause was unable to be determined at this time, available information suggests that patient factors (undersized access vessel / calcification / tortuosity) may have contributed to the reported event. Evaluation of the device revealed that score lines were present on the sheath distal tip. Despite this, the sheath tip did not open properly and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the failure mode. However, a definitive root cause is unable to be determined. The failure mode may be related to improper expansion of the sheath tip during thv advancement. A risk assessment has been previously initiated to document investigation and assess associated risks for the issue. From visual inspection, it is a radial tearing of the sheath tip (a characteristic feature of the failure mode identified in the risk assessment) was present. Based on the report (resistance was experienced when advancing commander delivery system along the entire length of esheath) and the sheath condition after use (failure of tip to open properly along axial score path), the failure mode is likely related. Additionally, a CAPA has been initiated. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was confirmed. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that patient factors (undersized access vessel / calcification / tortuosity) contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor risk assessment is required at this time. The complaint was confirmed. However, no manufacturing defect was identified. A definitive root cause is unable to be determined. However, the failure mode is related to improper expansion of the sheath tip during thv advancement. A risk assessment has been previously initiated and a CAPA has been initiated.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23 mm sapien 3 valve in the aortic position using transfemoral approach, there was resistance while advancing the valve and delivery system through the 14 fr esheath. The valve was deployed uneventfully. After sheath withdrawal, the sheath tip was observed to be damaged. There was no injury or complication reported. During pre-decontamination evaluation of the returned device, a radial tear was observed at the distal tip. The access vessel minimum luminal diameter (mld) was unknown. There was mild calcification and tortuosity in the access vessel. The patient had local stenosis in the external iliac artery.